Event description:
The customer reported via phone call experiencing high blood glucose levels due to a bent infusion set cannula. The customer stated that the infusion set was not penetrating his skin. The customer's blood glucose was over 600 mg/dl, which was treated with manual injections. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set; he confirmed that insulin exited at the quick release. He noted that he kept the insulin in the refrigerator. Upon removal of the infusion set, the cannula was found straight. The customer was advised to contact his doctor regarding high blood glucose. He was unable to do the high pressure test due to lack of tubing clamps, which he was advised would be sent. He was advised to call back to conduct the high pressure test. He declined troubleshooting for the insulin pump programming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.